Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charger did not charge the device while on the charging pad for approximately 1.5 hours, and during troubleshooting the user repositioned the device, used a different outlet, observed a solid indicator light, and charging resumed, consistent with a charging problem involving the battery charger. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging issue involving the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.